Event description:
The following was reported to hamilton medical ag: summary: o2 leakage at hpo holder.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: "when a device is turned on/started up for the day, customers have to perform several tests on the device, before it can be used to ventilate a patient. These tests ensure that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. These are standard safety features to ensure that the ventilator is functioning correctly before it's used on a patient and, therefore, are mandatory. If a device cannot be started up, it means the device cannot perform these mandatory tests and will therefore not be cleared for usage on a patient. In conclusion, a failed startup is no immediate or critical failure as devices anyway have to go through mandatory self tests before they are cleared for usage on a patient. Therefore, a failed startup is not considered a reportable event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: o2 leakage at hpo holder.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: o2 leakage at hpo holder.